Event description:
It was reported the ipg was unable to be interrogated. The physician opted to replace the ipg. Follow up regarding the pt status identified the pt received stimulation postoperative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.